Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high capture threshold, r-wave amplitude variation, high pacing impedance, and high defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information noted that the right ventricular (rv) lead was explanted due to infection. The patient was in stable condition.

Event description:
New information noted that the right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.